Event description:
It was reported that the patient underwent a fusion procedure. An unknown time post-op, the plate broke, causing the screw, or part of it, to slide out of the plate hole. The patient underwent a revision surgery. Everything was removed although patient had no complaints, iliac crest graft was then inserted at the explanted level.

Manufacturer narrative:
The plate presents several scratches at its top surface coming from the explantation. The fracture of one locking cap tip is orthogonal to the plate. The fracture appearance is brittle suspecting a sudden breakage. No defect was found at the level of the breakage. The damages observed are consistent with a sudden breakage of the locking cap due to flexion load. The origin of the overload may come from the cage subsidence into the vertebral and associated pseudoarthrosis. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.